Manufacturer narrative:
This report is being filed out of an abundance of caution due to the residual risk identified in the risk assessment performed on this model and failure mode. If the failure were to reoccur, it could result in more serious injury to a user. Based on the information provided, proper maintenance was not carried out in accordance with the IFU and was likely the cause of the event.

Event description:
A complaint was reported to ki mobility on (B)(6) 2023 stating that a right side nut for the caster housing fell out while the end user was traveling over a threshold in the assisted living facility the end user lives at. The complaint received stated the following, "end user is very active and hits thresholds pretty hard in the home they live in. The end user hit the threshold going into the restroom and the bolt fell out causing the caster housing to break loose. The end user fell to the floor. Was seen by a doctor and is okay with only a bump and a bruise. The facility says they have not provided the chair maintenance to check to see how long the screws have been loose. The incident took place in an assisted living home."